Event description:
Reporter stated that pt's blood glucose was measured at 7:15 am, on the aviva system, with a result of 7.15 mmol/l. Pt was given 3 units of insulin and breakfast. At 11:20 am, pt was reportedly feeling dizzy, and was given lunch, chocolate, and 3 additional units insulin. Ten minutes later, pt lost consciousness. At 11:33 am pt's blood glucose was retested on the aviva system with back-to-back results of 11.8 mmol/l and 7.8 mmol/l. Reporter stated that pt's blood glucose was immediately retested, on a hospital blood glucose monitor, with a result of 1.2 mmol/l. Pt was reportedly treated with a glucose infusion. One hour later, pt's blood glucose measured 5.3 mmol/l, on the aviva system. Reporter stated that pt was subsequently treated with a potassium infusion. No additional treatment was reported. At the time of the report, pt no longer had the suspect test strips. No product was returned to the manufacturer for eval.

Manufacturer narrative:
The event occurred in a foreign country.